Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient for cardiac arrest, the device's defib output was out of specification. The clinicians delivered 4 shocks at 180 joules, and the strips indicated that 250 joules were delivered on each shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.